Event description:
The user facility reported that the patient was on impella cp support and had oozing noted to dressing. One unit of blood was administered. The patient was eventually weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.